Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. The customer's blood glucose level was 535 mg/dl. Customer addressed elevated bg by a correction injection via manual insulin therapy. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source.